Event description:
The non-tortuous, moderately calcified lesion in the obtuse marginal (om) was predilated with a 2.5 x 12 mm maverick balloon to 8 atm's for 18 seconds. The physician then attempted to place the taxus express2 2.5 x 16 mm drug eluting stent, but the stent would not cross the lesion. The lesion was again predilated with the same balloon to 12 atm's for 13 seconds. The stent was still unable to cross the lesion. The lesion was predilated 8 more times with a quantum maverick 3.0 x 20 mm and a 3.25 x 15 mm balloon still trying to place the stent between predilations. While pulling back on the stent, after it was again unable to cross, the stent became hung up in the left main/left anterior descending bifurcation and dislodged from the delivery balloon. The physician was able to retrieve the stent with a snare. The physician then treated the lesion with a 1.5 x 10 mm crosssail balloon with several inflations. No stents were placed during the procedure. No pt complications were reported. Pt condition is satisfactory.